Event description:
Related manufacturer report number: 2017865-2024-01442 it was reported that the right atrial (ra) and right ventricular (rv) lead impedances were out of range. The ra and rv leads were explanted and replaced. The patient was stable.